Manufacturer narrative:
Device received with detached end cap. Unable to perform the displacement due to detached end cap and broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had physical damage. Customer's blood glucose value was 94 mg/dl. The crack was seen on battery thread. Insulin pump will be returned for analysis.